Event description:
Reportedly, the subject programmer showed invalide date each time it was turned on. This resulted in incorrect dates displayed in the arrhythmia episodes recorded in the device memory, during interrogation of the associated pacemaker on (B)(6) 2020.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
Preliminary analysis revealed that the root cause of the reported behavior is related to the depletion of the internal battery of the programmer.

Event description:
Reportedly, the subject programmer showed invalide date each time it was turned on. This resulted in incorrect dates displayed in the arrhythmia episodes recorded in the device memory, during interrogation of the associated pacemaker on (B)(6) 2020.

Event description:
Reportedly, the subject programmer showed invalide date each time it was turned on.this resulted in incorrect dates displayed in the arrhythmia episodes recorded in the device memory, during interrogation of the associated pacemaker on (B)(6) 2020.